Manufacturer narrative:
Updated fields: g3, g6, h2, h6, h11. The fenestrated bipolar forceps instrument was received for failure analysis investigations. Failure analysis investigations did not replicate or confirm the reported event. The instrument was visual inspected with no issues identified. The instrument passed the grip test. The instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis investigations. A review of the provided images (was consistent with the complaint, however the image was not of a good quality. The failure mode could not be confirmed without the returned device.

Event description:
It was reported that during a da vinci assisted procedure, the fenestrated bipolar forceps instrument had loose grips, was not holding tissue, and was tearing tissue while in use. The fenestrated bipolar forceps instrument experienced difficulties holding the tissue. Tissue also became caught in the instrument jaws which was resolved by opening the jaws to release the tissue. It was reported that tissue was excised due to becoming caught in the instrument jaws, but this tissue was planned to be excised as part of the planned procedure. There was no bleeding due to this event. The surgeon reported that the patient¿s health was not affected and there is no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. The current condition of the patient is good, ongoing healing postoperatively. The procedure was reportedly completed as planned.